Event description:
It was reported that revision surgery was performed.

Manufacturer narrative:
In the absence of returned devices, radiographs showing the positioning of the components whilst in-vivo were analysed.